Event description:
In 2001 - rotator cuff repair w/ acromioplasty; repair of slap lesion; excision distal clavicle & pain buster pain pump placement in right shoulder joint and in subacromial space. In 2002 - arthroscopic left slap repair, left shoulder with pain palm anesthetic pump placed in left glenohumeral space. On original date, pain buster in right shoulder joint. In 2002 - zimmer- left glenohumeral space, palm pump is a trademark of sorenson medical, inc. Dose or amount: 270 cc, frequency: unk, route: 014. Dose or amount 300 cc, frequency: unk, route: 014. Dates of use: 2001 to unknown, dates of use: 2002 to unknown. Diagnosis or reason for use: rotator cuff tear & slap -rt. Diagnosis or reason for use: slap lesion, left.